Event description:
Related manufacturer reference number: 2017865-2025-15633. It was reported from literature review that after implant of leadless pacemaker patient developed hematoma. The patient status was unknown.